Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient was implanted with a drg system for an additional pain pattern. Surgical intervention may be undertaken to address the patient's ineffective therapy with the scs system.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005492.

Event description:
It was reported that the patient experienced ineffective therapy with the scs system. Patient had a procedure to implant a secondary drg system on (B)(6) 2025 to resolve the issue. The patient may undergo surgical intervention at a later date to address the scs system. It is unknown which lead is at fault.